Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that an impella 5.5 device was inserted into the right axillary/subclavian artery in a 54-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes, presenting in an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), and in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The patient was transferred to the intensive care unit (ICU) from an outside hospital (osh), where an automated impella controller (aic) to aic exchange occurred. The nurse noted that the aic screen had an ongoing yellow alarm; however, the impella pump was able to function without issues. The abiomed representative reviewed the previous aic and found one placement signal lost (psl) alarm, and multiple suction alarms, but no other critical alarms. Since the pump was functioning without issues, the rep advised the nurse not to perform another aic to aic exchange due to the chance that the pump may stop working. The impella functioned at p-8 at 4.1l/min as intended. One month later, the impella was removed, and the patient was bridged to a left ventricular assist device (lvad). The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support.

Manufacturer narrative:
H5 and h8 were updated. Investigation could not be conducted due to product not returned. Q1) service history review - are there any qns associated with the complaint device¿s most recent service report? There were no nonconformances in the most recent fsr before the complaint occurrence date which were related to the failure mode. Q2) subcomponent lot review - were there any other product malfunction complaints in this subcomponent lot related to this failure mode? N/a. Q3) complaint history review - have there been any other complaints against this console? No. Phr summary: there were no issues related to the complaint discovered when reviewing the product history of console ic4982.